Event description:
During the initial biopsy applications training (prior to first patient use), our application specialist validated the spring loaded biopsy needle (bard magnum, non vacuum assisted biopsy device). To do this they followed a defined procedure using a targeting phantom (phantom with needle tip inside). At the end of the test, the tip of the biopsy needle needs to be aligned with the needle tip of the targeting phantom. During this validation process they have noticed the biopsy needle was not aligned with the targeting phantom. It was off for approx. 2mm when the lateral arm was installed on the left hand side (blue side).